Event description:
Customer alleged discrepant, back to back blood glucose results of 368 mg/dl, 325 mg/dl, 149 mg/dl, and 256 mg/dl when testing was performed within 6 minutes on the advantage system. Customer reported having symptoms of high blood glucose and reported no action/treatment based on results. A request was made for the return of the suspect device and replacement product was sent.